Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 01 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was and the foreign material residue point was not deformed. Hence, the cause of the material remaining could not be determined. It was unknown, whether there was deviation from IFU (instruction for use) in the reprocessing steps for the area where the foreign material remained. The instruction manual states, the detection method associated with the event in "gif-1100 operation manual, chapter 3: preparation and inspection". And preventative measures in "gif-1100 reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a white fibrous deposit clogging the nozzle of the insufflation channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.